Event description:
It was reported that this pacemaker system exhibited oversensing and noise on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and a follow up with cardiology was recommended. Additional information was received that this device has been explanted due to therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited oversensing and noise on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and a follow up with cardiology was recommended. No adverse patient effects were reported. At this time, this device system remains in service.